Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 100 mg/dl, and the meter bg reading was 24 mg/dl. Reportedly, due to the inaccuracy, the customer experienced a low bg. The low bg caused the customer to lose consciousness after which the customer's spouse called emergency services. The customer was subsequently taken to the emergency room (ER). While in the ER, the customer was treated with glucose supplements. The customer was released 6 hours later on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.